Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that on (B)(6) 2006 the patient underwent hernia repair with placement of (2) bard allomax surgical grafts.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion the patient experienced infection, urinary and bladder problems, organ perforation, bowel fistulae, recurrence, dyspareunia, vaginal scarring and pain during intercourse. It was reported that the patient underwent vaginal exploration with revision/removal of exposed sling mesh on (B)(6) 2006 along with cystourethroscopy, due to exposed mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.